Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 401 mg/dl with nausea and symptoms of dehydration. Reportedly, the patient resumed with the same insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. It was reported that the time was correct in the pump, but the date was incorrect. Cts determined that a time/date issue was not a cause of the bg excursion. It was determined by cts that signs/symptoms of illness and an incorrect manual calculation of insulin dosage contributed to the bg excursion and the patient was referred to their healthcare provider for diabetes management. It was also determined that the bolus settings were incorrectly programmed into the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia of unknown cause while using the insulin pump.

Manufacturer narrative:
Follow-up #1: date of submission: 01/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available total daily dose values added up to accurately reflect the user programmed basal rates. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no errors, alarms, warnings, or delivery interruptions. A manually calculated ezcarb and ezbg bolus appropriately matched the pump¿s corresponding calculations. A delivery accuracy test was performed and passed with the pump delivering in the required range. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.